Manufacturer narrative:
The pacemaker was not returned for testing. Therefore, bsc crm was not able to evaluate this device. The implanting physician stated there is no allegation that the device caused or contributed to the death of this pt. This issue will be re-evaluated if additional details are received.

Event description:
Boston scientific (bsc) crm received info that this pt had passed away the same day this bsc pacemaker was implanted. During the procedure, a temporary pacemaker was utilized while the bsc pacemaker was being implanted. The pt's family reported that when the temporary pacemaker was being used, the pt's heart rate would decrease during movement. The caller stated that she believes her mother agonized for hours after the ventilator was removed as the pacemaker continued to provide pacing therapy and prolong the pt's life. After the pt passed away, the family was provided with conflicting info by the hospital physicians regarding the ability to turn off the pacemaker. A bsc crm technical services consultant informed the family that the pacemaker could be turned off, however, it is not recommended and it would be up to the family and the pt's physician to manage the pt's care. The consultant also discussed that a pacemaker will not prolong life and that heart muscle, as it dies, will eventually not respond to the electrical stimulus.